Event description:
Customer reported the alarm has power, but does not sound when the magnet pull cord is detached. The issue was discovered during setup, but the date of event is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed that the unit has power, but does not alarm in the fail safe mode. The unit does not alarm when there is no weight applied to the sensor pad, or when the magnet is detached from the magnet plate. One of the pins in the sensor receptacle is pushed down. There is corrosion on the battery flat contacts and the sensor receptacle pins. (B)(4).